Event description:
Stent was placed in brain for intracranial hypertension. Intractable nausea, neurological problems, dizziness, more disabled than before. See surgery date above. I had problems when I woke up with nausea and continue to do so. I was put on 325 mg asa for life. Very little f/u during the year. Then neuro surgeon discharged me. I still have it in my brain. FDA safety report ID# (B)(4).